Manufacturer narrative:
(B)(6). The device was returned and an evaluation is complete. Visual inspection was performed with a microscope and the naked eye and verified the reported condition. The cause is unknown. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. There was no patient involvement. No additional information is available.